Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received a catheter adapter assembly, a miscellaneous extension tubing and two top web labels. In addition, four photographs were submitted. The unit was visually inspected for any damage to the catheter or adapter. No damage was observed. A leak test was performed where the catheter adapter was tested for leakage on its own and then again attached to the extension tubing. No leakage was observed during the leak tests. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced an inability of the catheter adapter/connector/hub to connect to the mating component during use. The following information was provided by the initial reporter: when connecting top ex-tube, the connector of iag was too loose to connect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced an inability of the catheter adapter/connector/hub to connect to the mating component during use. The following information was provided by the initial reporter: when connecting top ex-tube, the connector of iag was too loose to connect.